Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381044 and lot number 4290661. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global leaked beyond the blood control. The following information was provided by the initial reporter: th packaging seemed to be the same as all the rest. The lot number is 4290661 ¿ I just had another one from this same lot yesterday. This may be a normal occurrence, which is fine, but we seemed to go through a lot in a few days, until we figured that maybe we should report it. I did not report all the instances and I could not tell you the day, as it happened over a few days since we started using them in january. We use the 20g more, so we had more instances with them. We also have gone through the lot number we had in stock, so we do not seem to be having it happen much. It was an 18g that we did have the instance with yesterday though. I do not have a sample , as we discard them after the study. They are blood filled before we realize that the valve does not work. Like I said previously. It seems like it is only occasional and it has only been 18 g that is has happened with in a while. There is not harm to anyone except that there is blood everywhere, as we are expecting the valve to work and it does not.